Manufacturer narrative:
Device passed the self test and displacement test. No hal software error detected alarm during testing however, the formatted history file confirmed hal software error detected error and the main arm cannot communicate with the motor arm alarms due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received the main arm cannot communicate with the motor arm alarm as well as hal software error detected alarm. Customer¿s blood glucose level was 125 mg/dl. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Customer stated that the table indicate that pump should be replaced for hal software error detected alarm. Customer was perform self test and it works but explained to him that the hal software error detected alarm for replacement on first occurrence. Customer troubleshooting was performed. The insulin pump will be returned for analysis.